Manufacturer narrative:
Date of this report, corrected data: the initial aware date was inadvertently reported as 03/22/2016, but the date the manufacturer initially received notification was 03/16/2016.date received by manufacturer, corrected data: the initial aware date was inadvertently reported as 03/22/2016, but the date the manufacturer initially received notification was 03/16/2016.

Event description:
The physician provided system diagnostics from (B)(6) 2016 which reported that high impedance was detected on that date.

Manufacturer narrative:
.

Event description:
X-rays of a patient's vns were received for review due to high lead impedance reported by a physician. Review of the x-ray images showed the generator appears normally placed on the left chest. The connector pin appears to be fully inserted inside the connector block. The feedthru wires appeared intact. The lead wires at the connector pin appear intact. Some of the lead is not visible at the generator site and does appear to be behind the generator. The lead is seen routing up to the neck. The electrodes appear to be aligned on the nerve. There appears to be no strain relief loop present. A strain relief bend does appear present. Two tie-downs can be visualized. No sharp angles are noted. Based on the images provided no discontinuities were observed, however a microfracture could not be ruled out. No assessment can be made on the portion of the lead that is not visible. No known surgery has occurred to-date. Additional relevant information has not been received to-date.